Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxverify was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rx verification was not working. A technical support specialist, remoted in, found that the item needed to be added. The technical support specialist showed the customer how to add the item and then request it. The system functioned as intended after the technical support specialist resolved the issue.